Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received routine auto-off alarms. Customer understood that the alarm occurs due to no interaction with the pump for extended periods of time. There was no impact to customer's blood glucose level.